Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged the scs ipg for over 4 months and the scs system is not operable. An sjm representative confirmed a communication error message and the external devices are unable to communicate with the external devices. Surgical intervention is scheduled to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced which resolved the issue.